Manufacturer narrative:
A hardware analysis of casepart-296701 was initiated to determine the probable cause of the issue. Analysis found connection cabling and hardware damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue did not occur during surgery.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: unknown. Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. It was reported that the whole screen of the surgical monitor turned green. It seemed that there was no problem with the connection part of the cable particularly, but when the cable was lifted, the screen returned normally. It was suspected that there was a fracture inside the cable. There was no procedural delay and the patient outcome was alive with no injury.